Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "surgeon was trying to take a lag screw out of a screw and it wasn't moving and the surgeon had to use a pair of pliers, the blue handle broke off."